Event description:
Replaced saline with silicone implants in 2007, immediately had ear infection, sinus issues, immune problems, thyroid, adrenal and hormones problems, anxiety, cardiac issues, gut dysbiosis, sensitivity to smells, depression, allergies, major puffiness to face, cysts forming every few months in breasts.